Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
The reported events of premature discharge of battery/electronics performance indicator were confirmed. The device was at elective replacement indicator (eri) level upon receipt. Device image analysis revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence. Longevity assessment was performed, and the device did not meet projected longevity indicating premature battery depletion.

Event description:
New information received noted device was explanted and replaced on (B)(6) 2025. Patient was stable before, during, and after the procedure.